Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
There was a vent failure reported. There was no patient injury reported.

Event description:
There was a vent failure reported. There was no patient injury reported.

Manufacturer narrative:
The device was examined on-site by a dräger fse who could confirm a malfunction of the device and replaced the control board and the power supply to remedy the issue. The device passed all consecutive tests and was returned to use. It was later determined by the manufacturer during review of complaint data that no information was available in regard to whether or not, a patient was involved when the error condition came into effect. This could not be clarified later-on and thus, the case was assessed as reportable. There was however no detail in the user's report which would reasonably suggest that any consequences to a potentially involved patient may have occurred. Unfortunately, neither a log file nor the replaced parts were secured for evaluation and, a case-specific evaluation is not possible. A reliable conclusion in regard to the exact root cause cannot be made retrospectively due to missing relevant information.